Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 that the patient reported frozen readings. The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device failed a voltage test. The share log was unable to be reviewed with the transmitter info. The patient provided their user name to investigate data. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data.